Event description:
False positive result; got a positive antigen test with covclear on (B)(6) 2022 at 11pm. Retested with binaxnow, negative; on (B)(6) morning negative binaxnow, evening quickvue negative. On (B)(6) 2022 pcr sample taken, result negative. FDA safety report ID # (B)(4).